Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found no physical damage. Functional evaluation found the balloon was inflated without any problem; however, it was not able to hold pressure due to a pinhole in the balloon located approximately at 85 mm from the tip of the device. Microscopic inspection also found evidence of a pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The returned balloon was not able to hold pressure due to a pinhole in the balloon located approximately at 85 mm from the tip of the device. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the proximal section of the balloon. Based on all gathered information, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was not used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2025. During the preparation, it was reported that a pre procedure test was performed on the device and it was found that the balloon was punctured. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. The reported event may suggest that the balloon had a pinhole. There were no reported patient complications as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, per the event it was reported that a pre procedure test was performed that might suggest that the balloon was pre inflated during the preparation.

Manufacturer narrative:
H6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2025. During the preparation, it was reported that a pre procedure test was performed on the device and it was found that the balloon was punctured. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. The reported event may suggest that the balloon had a pinhole. There were no reported patient complications as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, per the event it was reported that a pre procedure test was performed that might suggest that the balloon was pre inflated during the preparation.